Event description:
The pump connector was occluded. The cause of the occlusion was unknown; there was no kink and nothing obvious. The connector was replaced. The spinal catheter was still working; there was "liquor backflow". There were no patient symptoms/injuries related to the event. The patient status was reported as "no injury". The device system was delivering lioresal.

Event description:
Additional information was received. It was reported that the patient's catheter was explanted.

Manufacturer narrative:
Product ID 8578, serial# unknown, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Final analysis of the catheter found that an indent or circular coring could be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. The indent/coring areas are located completely in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.